Manufacturer narrative:
(B)(4).the device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "damaged battery". It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The customer does not want to be contacted. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of damaged battery was confirmed and reproduced by baxter personnel during on-site product evaluation. The root cause was assigned to depleted batteries resulting from use/user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.